Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu was damaged during a storm can be confirmed. The evaluation of the returned mobile power unit serial revealed damaged power supply pcb components. As a result the unit was not able to supply power. Although the specific root cause for the damage was not determined, based on the reported event and the investigation findings it appeared that the damaged pcb components were consistent with a power surge during the storm. The damaged power supply board was replaced and the issue was resolved. A full functional test was performed and the mpu passed all tests. The mpu is now rental as the customer requested a replacement unit. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient mobile power unit (mpu) was shocked during a storm. The patient heard a 'boom' during the storm and it was thought that the mpu shorted because it was no longer functional. It was working as expected prior to storm. The mpu was returned for analysis. No further information was reported.